Manufacturer narrative:
Device was retained by the hospital and not available for evaluation. Device lot number is unknown.

Event description:
Revision surgery was performed after being reported that the patient had fallen. X-rays were taken which showed that 2 lateral connectors were off the rod. During surgery, the surgeon discovered that screws were loose. Two of the screws were removed and replaced with larger screws.